Manufacturer narrative:
This report is to follow up with pt ID# (B)(6). Investigation summary: we have tried to obtain the incident device for evaluation with no success. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. The manufacturing area is closely monitored to prevent this type of incident; furthermore, the production team has been recently retrained on identifying the difference between the models and the model sizes to further prevent this type of incident. Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our final report.

Event description:
Unknown - "trocar was labeled as 12x100mm on the package but it was smaller (10? Or 11?). Packaging believed to be incorrect. No harm to patient. Removed from service."

Manufacturer narrative:
12/15/2014 updated - resend this report due to "failed"error message on the submission result summary. This report is to follow up with (B)(4)/ mw5037534. The incident device pending to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.